Event description:
Went to (B)(6) hospital in (B)(6) for a colonoscopy on (B)(6) 2015. While in the pre-procedure room, they placed medline electrodes for measurement of my vital signs. Then I was moved to the procedure room. One of the staff put another set of medline electrodes on my chest. I asked why. The response was the new machines requires different electrodes than what was used in the pre-procedure room. I said that cannot be device legislation of 1976 requires substantially equivalent. They said that was what they were told. On (B)(6) 2015, I called the hospital and asked for the biomedical engineering dept. (B)(6) answered the phone and I told him about the electrodes. He immediately handed the phone to (B)(6). Told (B)(6) the story he said they should be compatable. He said the spacelabs units were new, but the electrodes should not have to be replaced. Either the FDA gave a 510(k) to spacelabs and the product is not substantially equivalent to predicates. (I am sure it) spacelabs, medline or datascope told the hospital staff new electrodes were needed, or the staff was not properly trained. (B)(6) from the bme dept said he would check into it. Finally, got to talk to (B)(6) on (B)(6) 2015 and he continues to say that the same set of electrodes should be used for the new spacelab unit and the datascope unit. However, he has not had time to look into it. Thus units are not being used correctly and extra electrodes used.